Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that his wife experienced low blood glucose levels of 47 mg/dl. The customer had dinner and blood glucose went from 282 mg/dl to 47 mg/dl. Customer¿s blood glucose level was 59 mg/dl at the time of the call. Customer treated low level with food. The customer was assisted with troubleshooting. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.